Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. Initial reporter phone and fax number: (B)(6). The device manufacture date is unknown as the lot number is unknown. Evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that the medical professional was taking blood from a central line using the suspect device. When they then tried to remove the device it became jammed and in the process of trying to remove it, the barrel detached from the luer adaptor and the medical professional sustained a needle stick injury. The medical professional had post exposure blood work. This incident had to reported to the facility's infection control department as the patient has had many previous blood transfusions and is considered a high risk patient.